Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found that it met specification. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent an arthroscopic procedure utilizing a soft tissue anchor device on (B)(6) 2011. During the procedure, the device inserter bent upon insertion and the implant could not be used. The surgeon drilled again and used another implant to complete the procedure. There was no injury to the patient or delay to the procedure as a result.